Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that the patient had presented with a urinary tract infection (uti) and subsequently developed pyrexia associated with the uti. Pyuria was also noted. A blood test on the same day showed a high inflammatory reaction. The patient was treated with antibiotics and is reported to have fully recovered. The event was reported as mild and non-serious. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU) - japan, ifu0107-00, rev. A, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include but are not limited to the following, some of which may lead to serious outcomes and may require intervention: - infection a root cause for the reported event could not be determined. The treating surgeon confirmed that the aquabeam robotic system functioned as intended. The aquabeam robotic system IFU lists infection as a potential risk of the aquablation procedure. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.